Manufacturer narrative:
The ports on the devices placed for this patient were not long enough to be placed up in the scrotum. The patient had an unusual amount of fat in his perineum making port placement difficult. The ports were attached to the underside of the skin with the use of a non-absorbable suture. The 30-day deadline has passed, action was not taken on the original complaint until on (B)(6). Additional requested information by the health provider was not reported back to uromedica until 1/12/2024.

Event description:
Device ports placed for this patient were not long enough to be placed up in the scrotum. This caused the port to not beaccessible for balloon adjustments. The patient had an unusual amount of fat in his perineum making port placement difficult. Since the port was unable to be placed in a proper scrotal pocket, a technique was used to stitch the port to the underside of the perineal skin.